Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("currently I am at (B)(6) pounds and holding! At one point I was (B)(6) pounds.") And experienced irritable bowel syndrome ("I suffered from horrible ibs") and fatigue ("I still feel tired in the afternoon"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and fatigue outcome was unknown and the weight increased and irritable bowel syndrome had resolved. The reporter considered fatigue, irritable bowel syndrome, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in social media: medical device removal, irritable bowel syndrome, fatigue and weight increased. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.